Event description:
It was reported that the system 2800 would not initialize on power up. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the surge suppressor power module circuit board was defective and was replaced. Damage most likely occurred during a power surge. The system was tested and found to be working as intended and placed back into service.